Event description:
It was reported that prior to inserting the right ventricular lead into the patient, an attempt was made to extend the helix. After 20 rotations, the helix did not extend. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).